Manufacturer narrative:
Additional follow-up with the customer indicated in addition to a haze/mist/vapor issue, there also was an odor/smell emitting from their sterrad. An asp field service engineer (fse) was dispatched to the customer site and determined that the customer was due for a preventative maintenance service. The catalytic converter, oil mist filter and vacuum pump oil were replaced to resolve the haze/mist/vapor issue and odor/smells issue and the unit was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor and odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist/vapor and odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further analysis and evaluation. The likely assignable cause of the haze/mist/vapor issue and odor/smells issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported a haze/mist/vapor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.